Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient passed away in his sleep at home approximately seven months later. There were no reported allegations that the device or prior issue caused or contributed to the patient's death. Our records indicate that the device is not available for return.

Event description:
Additional information was received that interrogation of this crt-d revealed an open circuit fault condition that was detected during shock delivery that resulted in the device reverting to safety core. However, review of stored device memory confirmed that shock therapy was successful in treating the rhythm. A copy of device memory was submitted for analysis. Analysis of device memory confirmed that the fault message occurred as a result of an out of range shock impedance measurement. Analysis noted that tachycardia therapy was limited to maximum energy shocks following the fault message, however, after the fault message is cleared, the programmed therapy will be restored. Boston scientific technical services (ts) discussed troubleshooting options. The physician will consider further evaluation, however, monitoring will likely continue due to the patient's other comorbidities. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurements. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.